Event description:
It was reported that the minicaps had cracked. A customer returned 6 used minicaps and unopened companion samples for further evaluation. There was no patient injury or medical intervention reported. This is report 3 of 6.

Manufacturer narrative:
(B)(4). The reported problem of damaged minicap was confirmed through sample evaluation. Visual inspection of the used sample revealed the minicap was cracked at the knit line on the surface of the cap. The surface crack only appeared when the minicap was squeezed from both sides or by over-tightening the minicap onto the luer of a transfer set. Pressure testing was performed with no leaks detected. A review of all batch record documents was performed with no issues noted during the manufacturing process. It was possible that the crack occurred due to over-tightening of the minicap on the transfer set, however a definitive cause could not be determined. This is the same patient as (B)(4).